Event description:
It was reported that during a coronary stent procedure, the stent dislodged during insertion into the guide catheter. The entire system was removed without incident. No pt injuries or complications occurred.